Event description:
It was reported that the customer opened 14 french and 16 french catheters for a surgical case on a child. The scrub nurse noted that the 14 fr catheter appeared larger than the 16 fr catheter. Prior to insertion, the 14 french catheter was removed from the sterile field and replaced with another maquet 14 french catheter which performed as expected. No patient involvement. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(6). The investigation is ongoing. A supplemental medwatch will be submitted when the investigation is complete. Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.